Manufacturer narrative:
(B)(4). The infusor was received for evaluation. A visual inspection identified that the infusor's distal luer lock was broken. Part of the broken luer lock was also found stuck inside of the connector tubing set. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that a small volume infusor had a broken luer lock. This malfunction was identified prior to use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.